Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso 10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso 10993 and sterility per iso 11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A healthcare professional reported evaluating a patient who presented to the emergency department with an infectious reaction at the pod site of the arm. The pod had been inserted in the evening and subsequently caused progressive discomfort accompanied by increasingly loud operational noise. When the pod was removed after several days of wear, the cannula wire was found to be completely twisted. The patient sought urgent medical evaluation shortly after pod removal and exhibited marked infiltration of the arm, erythema, induration, localized heat, and pain at the former application site. Antibiotic therapy was initiated. Case documentation indicated that the cannula did not properly insert and was visible after removal, appearing twisted. No pod was in use at the time of the medical assessment.

Event description:
A healthcare professional reported evaluating a patient who presented to the emergency department with an infectious reaction at the pod site of the arm. The pod had been inserted in the evening and subsequently caused progressive discomfort accompanied by increasingly loud operational noise. When the pod was removed after several days of wear, the cannula wire was found to be completely twisted. The patient sought urgent medical evaluation shortly after pod removal and exhibited marked infiltration of the arm, erythema, induration, localized heat, and pain at the former application site. Antibiotic therapy was initiated. Case documentation indicated that the cannula did not properly insert and was visible after removal, appearing twisted. No pod was in use at the time of the medical assessment. Additional information was received on 19 march 2026. Patient had pain at insertion site during pod installation and wore the pod on the left arm for more than 48 hours (the sensor on the same arm for more than 72 hours). Augmentin was the name of the antibiotic medication that the patient started taking on (B)(6) 2026.

Manufacturer narrative:
B5 was updated.